Manufacturer narrative:
The field service engineer also observed a crust on the reagent cassette; this could be aspirated by the probe, leading to the aspiration errors observed on the alarm trace. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 (albt2) results for 2 patient urine samples on a cobas pure c 303 analytical unit. Sample 1 had an initial result of 9.36 mg/l the sample was repeated on an integra 400 analyzer and the result was 72.95 mg/l. Sample 2 had initial results of <0.449 mg/l and <0.573 mg/l. The sample was repeated on an integra 400 analyzer and the result was 42.75 mg/l.

Manufacturer narrative:
The albt2 reagent lot number and expiration date were not provided. The alarm trace showed several abnormal reagent probe aspiration errors. The field service engineer (fse) replaced the reagent probe, performed adjustments, replaced the sample piercer, and performed a mechanical check and precision test. The investigation is ongoing.